Manufacturer narrative:
Concomitant medical products: 6.5 cancellous bone screw 25mm, cat. No. 2030-6525-1, lot code: mmmm5l; tritanium hemi cluster hole cup 52mm; cat#:502-03-52d; lot#: mmmaen; delta v-40 ceramic head 36/+2,5; cat#:6570-0-536; lot#:45336501; size 3 accolade ii 127 deg; cat#:6721-0330; lot#:39027104. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Rep reported revision surgery, removal of re-implantation of righ hip due to pain.

Manufacturer narrative:
An event regarding pain & revision involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Rep reported revision surgery, removal of re-implantation of right hip due to pain.